Event description:
It was reported that the patient underwent hip arthroplasty on (B)(6)2014. Subsequently, the patient underwent a revision procedure on (B)(6) 2014 due to implant fracture secondary to the patient¿s fall.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight.¿